Event description:
Pt was feverish during dialysis. A gram-negative bacteria was isolated from the blood culture taken after hemodialysis using a reprocessed f-8 polysulfone dialyzer mfg by fresenius.